Event description:
Reportedly, the patient had a hysterectomy and was returned to the or three weeks post-op with post operative bleeding, due to suture breakage premature absorption. The vaginal stub was resutured without complication.